Manufacturer narrative:
Device evaluated by MFR: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure. Blood was identified within the balloon material which is evidence in a device leak. A visual examination of the returned balloon identified a longitudinal with small circumferential tear in the balloon material. The longitudinal tear began approximately 21mm distal to the distal edge of the proximal markerband and extended 21mmm distally across the balloon material. In addition at the distal end of the longitudinal tear it was noted that the balloon material was torn circumferentially measuring approximately 1mm in length. None of the balloon material had detached. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the markerbands or of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. An e-DHR (electronic device history record) was performed and no issues were noted with the batch that may have led to the complaint. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right external iliac artery (eia). A 6.0 x 100, 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another 6.0 x 100, 135cm mustang¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right external iliac artery (eia). A 6.0 x 100, 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another 6.0 x 100, 135cm mustang¿ balloon catheter. No patient complications nor injuries were reported.